Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level displayed as "high"; cause was not known. Specific bg value was not provided. A manual injection of insulin was administered to treat bg level. Recommendation was made to consult with a healthcare provider regarding diabetes management. System check with tandem technical support confirmed the pump was functioning as intended.